Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device replacement procedure this right atrial (ra) lead exhibited high pacing impedance measurements greater than 3,000 ohms while the physician was closing the pocket. The measurements were also verified with the pacing system analyzer (psa). The lead was suspected to be fractured, however there was no damage visible on fluoroscopy. This ra lead was then abandoned surgically. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned terminal segment was completed. The conductor coils were stretched. Analysis confirmed the inner conductor coil was fractured 3.2 centimeters (cm) from the terminal pin. This damage was likely the result of the lead being pulled during removal from the device header.

Event description:
Approximately one year later this lead was explanted during an unrelated procedure and returned for analysis.